Event description:
Chief technician (CT) reports that the center has had "many" blood leaks since the beginning of march with CT 190g dialyzers (reuse numbers unknown). Some leaks occurred at the onset of treatment and others occurred at various times during the treatment. Leaks were noted by an audible machine alarm and confirmed by a hemastix test strip. No significant blood loss was noted. Treatments were discontinued and resumed with new disposables and completed without incident. CT reported that there were no patient injuries or medical interventions associated with these incidents.